Event description:
Hcp reported the pt is very cachetic and their pump was placed superficially. Pt had been having problems with low battery alarm sounding intermittently. The hcp questioned a connection between the superficial placement and the decrease in temperature of the pump this might cause and the alarming issue. At explant, the pump was interrogated and there were no alarms sounding. The pump was returned to the MFR for analysis. A follow up report will be sent when additional info is received.